Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the perianal region during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The device was placed correctly. During the procedure, the two bands were deployed successfully. When attempting to deploy the third band, the band could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached and one band overlapped. The ligator housing teeth were bent. The trip was not secured into the handle slot, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had four bands attached, one band overlapped, the ligator housing teeth were bent, the trip wire was not secured into the handle slot, and the slack was not taken up from the handle slot. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured into the handle slot and per the IFU "secure trip wire in slot on handle unit." Additionally, the IFU states "take up slack by pulling proximal end of trip wire on handle unit."; however, it was found that the trip wire was not pulled up to take up rest of slack. Based on the device conditions, unsecured trip wire and the slack was not taken up, this could have affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the perianal region during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The device was placed correctly. During the procedure, the two bands were deployed successfully. When attempting to deploy the third band, the band could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.